Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and there was blockage in the cartridge. A cartridge change was performed to address the issue. Customer's blood glucose was 137 mg/dl.